Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured and was difficult to remove. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal of left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 12atm within 30seconds. Furthermore, resistance was felt during removal of the device. The device was completely removed form the patient's body and the procedure was completed with another of the same device. No patient complications were reported and there was no problem with the patient's condition post procedure.